Event description:
The receiver housing separated, leaving the foam sleeve in the ear canal. The foam sleeve was subsequently removed from ear canal by an ER physician and a follow up visit was made with an ent physician. No injury or adverse sequela reported.